Manufacturer narrative:
This incident is under investigation. A supplemental medwatch report will be submitted when additional info becomes available. (B)(4).

Event description:
The customer reported that prior to use on a pt, the iabp failed to power up. The iabp was stuck in the startup screen with the status indicator on. The iabp was turned off and on several times before it powered up successfully. Therapy was initiated using the same iabp. No pt injury was reported.